Event description:
It was reported that a possible transient ischemic attack (tia) occurred. The patient underwent a successful left atrial appendage (laa) closure procedure. A 24mm watchman laa closure device was implanted without complications. Immediately post procedure the patient was fine. The patient awoke the following morning with blurred vision in the left eye. Upon exam, the patient exhibited nominal left-sided weakness, which the physician stated may have been pre-existing as the patient was ambulatory and did not complaint of weakness. A computed tomography (CT) scan and a transesophageal echocardiogram (tee) were performed. Both tests were unremarkable and the device was noted to be in the same position without leaks. Tia was suspected, but not confirmed. The patient was discharged as planned with rehabilitation exercises prescribed by the physician.